Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day, the patient began treatment with injection (inj) vancomycin (1g immediately, then every four days for one week; route not reported) and inj fortum (1g immediately, then nightly for fourteen days; route not reported) for peritonitis. Dianeal therapy was ongoing. The outcome of the event was unknown. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). On an unreported date, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as cmplnt-(B)(4) and cmplnt-(B)(4).